Event description:
Patient undergoing lung transplant, using the tx30v reloadable vascular stapler to grasp the lung and use to staple; locked on tissue but never reopened, forced to manually open the stapler.